Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted: (B)(4).

Event description:
On (B)(6) 2011, this pt was implanted with three gore excluder aaa endoprostheses. The pt presented with post-operative hypotension. On (B)(6) 2011, an additional procedure was performed whereby an additional contralateral leg component was implanted.